Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the customer's allegation was confirmed. Additional non-reportable findings were: the light guide tube and the electrical connector were both leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the ultrasonic bronchofibervideoscope, there was a leakage detected at the plug in. The issue occurred during reprocessing. There were no reports of patient involvement, or a procedure involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of no image was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. The phenomena can be prevented by following the description below for breakage: caution ¿ "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.